Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011, at approximately 9:00am. The patient reported a blood glucose result of "270mg/dl" with the subject meter which she felt was higher than her usual readings and feelings. The patient stated she does not take any medications for diabetes and reportedly followed her usual diabetes management routine when the alleged issue occurred. Approximately 5 hours later, the patient claimed she developed symptoms of "shaking, weakness and hunger" and immediately self-treated by consuming food/drink. It is unknown if the patient was in a fasting state prior to testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.